Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. Each btt under goes a full inflation and deflation inspection prior to distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (B)(4) issued for this failure mode. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar balloon popped on the vasoview hemopro 2. The amount of pressure was not provided. A replacement device was used to complete the procedure. The hospital did not report any patient effects.